Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) procedure with lipoma resection on (B)(6), 2011. According to the complainant, during the procedure, the clip did not separate from the delivery system. The jaws closed and remained attached to the tissue. The physician had to pull the device off the tissue; however, this manipulation caused the tissue to tear and the site to bleed. As the resolution clip device was removed from the patient through the scope, another device was advanced down the scope and unintentionally knocked the clip assembly off of the delivery system and into the patient. The physician resolved the bleeding using hot biopsy forceps and completed the procedure with another manufacturer's device. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was not used past its expiration date. (B)(4) - the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution ii clip device was used during an esophagogastroduodenoscopy (egd) procedure with lipoma resection on (B)(6), 2011. According to the complainant, during the procedure, the clip did not separate from the delivery system. The jaws closed and remained attached to the tissue. The physician had to pull the device off the tissue; however, this manipulation caused the tissue to tear and the site to bleed. As the resolution clip device was removed from the patient through the scope, another device was advanced down the scope and unintentionally knocked the clip assembly off of the delivery system and into the patient. The physician resolved the bleeding using hot biopsy forceps and completed the procedure with another manufacturer's device. The patient's condition was reported to be fine post procedure.